Event description:
Additional information received noted that the patient presented in-clinic as the right-ventricular (rv) lead exhibited inappropriate high voltage therapy due to electromagnetic interference (emi) oversensing. No resolution was performed as isometric testing was unable to reproduce the noise. The patient condition was stable.

Event description:
It was reported that the right-ventricular (rv) lead exhibited sensing of noise. Further information was requested but was not received.